Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on the day of this report, she changed her site at lunchtime. She worked, came home, sat on her desk and when she took it out of her pocket for dinner, the tubing was found detached from the quick release. The patient's blood glucose level at the time of incident was 74 mg/dl. The site location was near her belly button on the right side and the pump was in her right pocket. The infusion had been in use for four hours and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.